Event description:
Customer reported experiencing a past low blood glucose event, although the specific lowest value recorded was unknown, only indicated as "low." Cause was not known. The customer consumed carbohydrates to treat the low blood glucose event, and technical support advised consulting a healthcare professional to explore potential causes affecting blood glucose levels. The customer confirmed understanding and agreed to the recommendation.